Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) USA, alleging that his mother¿s onetouch ultra mini meter was displaying a message of error 1. The complaint was classified based on the customer service representative (csr) documentation, and additional information obtained when the medical surveillance specialist reviewed the initial complaint call. The reporter stated that his mother, had the error message issue, with the meter, for about a month prior to him contacting lfs, and in that time the patient had not been obtaining blood glucose results. The reporter stated that his mother manages her diabetes with insulin, and it is unknown if she made any changes to her normal diabetes management regimen. The reporter alleged that on (B)(6) 2017 she developed symptom of ¿passing out¿. She was admitted to hospital, where she was treated with IV fluids and antibiotics. She remained in hospital for a week, the reported alleged that she had been diagnosed with ¿diabetic shock¿. A blood glucose result was obtained at the hospital but the reporter was unable to confirm the result. The patient, according to the reporter, spent another 3 weeks in rehab. The csr noted that the meter was not being used for the first time, and that the reporter did not have test strips available to be able to carry out a test on the meter. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.